Event description:
Autoguard insytes used on numerous pts. Over course of 1-2 wks noted numerous instances of associated problems. Leaks at puncture sites or infiltration to body tissues on posterior side of limbs. In addition profuse edema distal to IV site. Localized redness and increased skin temp. At IV site very shortly after IV started. Difficulty advancing catheter; did not feel as if catheter smooth enough. Ecchymosis at or under site wherever infiltration occurs. Aspiration confirmed IV catheter properly inserted in veins. Multiple pts involved, 5 of which were further investigated. Gauge of needles varied; 18,20,22. Autoguard insytes received 8/25/00. Staff trained 8/23 thru 8/26/00.